Manufacturer narrative:
(B)(4). X-rays showed 2 level acdf at c5/6 and c6/7. Magnified views of dynamic films appear to show movement across c6/7 verifying pseu doarthrosis.

Event description:
It was reported that the patient underwent a two level cervical fusion at c5/6 and c6/7 sometime between 2008 and 2010. Pseudoarthrosis occurred at c6/c7. X-rays showed a well-healed interbody graft at c5/c6 but some lucency at c6/c7 sixteen months post-op. There were signs of progressive body ingrowth compared to thirteen months post-op.